Event description:
Boston scientific received information that this right ventricular lead had recently noted an increase in thresholds. No other allegation was made and the lead remained implanted. Recently, it was determined that the lead had in fact dislodged due to twiddler's syndrome. The lead was explanted and replaced with no adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.